Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen at 1,319 mcg/day. The reason for use was not reported. It was reported that a pump motor stall occurred on (B)(6) 2018. The patient reported increased spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the logs being read and it was confirmed the pump stalled. Interventions/actions that were taken to resolve the issue included the patient being sent to the neurosurgeon for consult, she was put on oral baclofen and admitted to the hospital for observation. It was planned and scheduled for the pump to be replaced on (B)(6) 2018. The issue was not resolved at the time of the report. The hcp has no further information for the manufacturer. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the pump was replaced on (B)(4) 2018 and the patient is doing well and all issues were resolved. The pump will be returned. The pump had to go to the hospital surgical pathology department and it will be picked up tomorrow and mail back by wednesday of this week ((B)(4) 2018). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-dec-27 indicated the device would be mailed today (B)(6) 2018. No further complications were reported/anticipated.